Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r eported that at least 6 months ago, the patient (pt) was getting unexpected therapy from their spinal cord stimulator (scs) related to an adaptive stimulation issue with the scs. Pt said they would stand up and start walking and suddenly the scs would give them intense therapy. Pt said the adaptive stim kept shocking them at the wrong times. Pt turned the adaptive stim off and resolved the issue. Now, the pt was at "walter reed," hospital, where the pt was implanted, for prosthetics and other stuff, but the pt wanted to visit with a rep to see if the adaptive stim could be reprogrammed. Pt said they had seen reps at the hospital in the past. The patient was redirected to their healthcare provider to further address the issue. Pt was also given the number to nas.